Event description:
Following (planned) cataract extraction, left eye, the pt was seen in dr's office for routine follow-up. A possible eye infection was found at this time and the pt was referred.

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation.